Event description:
It was reported that the table allegedly moved during a procedure. It was reported that there was allegedly too much play on table top or floor locks not locking completely. There was no report of any injury to the patient or a delay in surgery.

Manufacturer narrative:
The table was examined by a berchtold field service tech. After a visual and performance evaluation, the tech found no apparent deficiencies. He tightened all hardware and bolts in column. It was noted that the table feels slightly looser than others. The table was swapped out with another table and re-education was performed for the doctor to position patient closer to center of table.